Event description:
It was reported that on (B)(6) 2013, a 3.5x12mm and 3.0x18mm xience xpedition stents were successfully implanted in the left main (lm) coronary artery, a 2.5x28mm xience xpedition stent was successfully implanted in the obtuse marginal (om) coronary artery, a 3.5x18mm xience xpedition stent was successfully implanted in the proximal right coronary artery (rca), a 2.5x23mm xience xpedition stent was successfully implanted in the distal rca, and a 2.5x23mm xience xpedition was successfully implanted in the mid left anterior descending (lad) coronary artery. Post procedure, the patient experienced elevated creatinine kinase-myocardial band (ck-mb), less than 2 times the normal upper limit. There was no treatment reported and the patient was discharged from the hospital on (B)(6) 2013. On (B)(6) 2013, the patient was admitted to the hospital for chest pain, an ischemic event, and a myocardial infarction (mi). Medication was provided and percutaneous treatment was performed in the right posterior diagonal coronary artery, de novo lesion. On (B)(6) 2013, the mi and chest pain resolved without sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2013. Date of implant: (B)(6) 2013. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of angina, ischemia, myocardial infarction, and restenosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: xience xpedition stents (3.5x12mm, 3.0x18mm, 2.5x28mm, 3.50x18mm, 2.5x23mm). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial medwatch report, the additional information was received: there were two different index procedures, one on (B)(6) 2013 and one on (B)(6) 2013. On (B)(6) 2013, the 3.5x12mm and the 3.0x18mm xience xpedition stents were implanted in the left main (lm) coronary artery, the 2.5x28mm xience xpedition stent was implanted in the obtuse marginal coronary artery, and the 2.5x23mm xience xpedition was implanted in the mid left anterior descending (lad) coronary artery. On (B)(6) 2013, the 3.5x18mm xience xpedition stent was implanted in the proximal right coronary artery (rca) and the 2.5x23mm xience xpedition stent in the distal rca. During the (B)(6) 2013 hospitalization, it is unknown if there was re-stenosis within 5mm of any xience xpedition stents implanted on (B)(6) 2013. A 2.25x23mm xience xpedition was implanted as treatment in the distal right posterior diagonal coronary artery, de novo lesion. On (B)(6) 2014, the 2.5x28mm xience xpedition implanted in the 1st obtuse marginal during the index procedure ((B)(6) 2013) was noted to have mild in-stent re-stenosis. No treatment or hospitalization was reported.